Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the patient returned to the inpatient room following the procedure, it was determined that the left ventricular (lv) lead had dislodged into the coronary sinus. Another operation was performed to insert the lv lead into another branch of the anterolateral wall. It was noted that the lead dislodgement was caused by the acute curvature of the ascending superior vena cava and the slack of the lead. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.